Event description:
The device was used during an unspecified procedure. Reportedly, the needle detached. The surgeon was unable to retrieve the component and applied another to complete the procedure. The hosp has reported no pt injury occurred.